Manufacturer narrative:
The customer¿s complaint of smoke observed on the device was confirmed. The pcu was received with new male and female iui connector and a new rear case, observed to have been replaced prior to the investigation. Photographic images of the original female iui show the connector having thermal damage on pins 13 (moddetr) and 14 (+8v in/out). The rear case had signs of thermal damage near the region of pins 13 and 14 of the female iui. Images of the female iui inlet on the rear case also show signs of dried fluid ingress. The date and time of the incident was not provided for this investigation, however the pcu event and error logs contained errors believed to be associated to the reported event. On (B)(6) 2015, the event log recorded a ¿channels disconnected¿ alarm/malfunction at 2:53:53 am and six minutes later the pcu was powered off. On (B)(6) 2015 between 2:54:12 am and 3:00:26 am the pcu error log recorded several log only error codes 120.4370.5; failure=low_8v_failure; severity=runtime_log_only_severity; subsystem=psp_ss. Because the male and female iui connectors were inadvertently replaced prior to the device being received for investigation, no testing could be performed on the iui connectors that were installed at the time of the event. With both new female and male iui¿s installed, test modules were attached on the left and the right side of the pcu and were detected as expected when the pcu was powered on with no signs of smoke or burning smell. A programmed test infusion was performed on both test modules, at the last rate recorded in the log of 100ml/hr. The modules infused for an hour without exhibiting any errors or malfunctions. Testing confirms proper operation of the pcu with good new female and male iui connectors. The proximate cause of smoke observed from the device is believed to be attributed by fluid contamination. The root cause of the fluid contamination could not be identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device was smoking "on the side", exact location unspecified. There was no patient involvement. No event details are available; there is no report of any user harm or medical intervention, and no additional information is available.